Event description:
Pt. Initials: (B)(6). Pt reports increased blood pressure, flushing, rash ( on 2nd or 3rd injection). This report was received by one of our pharmacy clinicians on: (B)(6) 2016, and has not been reported to manufacturer. Clinician (reporter): (B)(6).